Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged minimum fill issue could not be verified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units. Additionally, multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 64mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.